Event description:
Litigation papers allege: on or about (B)(4), 2006, patient was implanted with a depuy pinnacle mom hip implant on his left side. The implant caused metal ions and particles to be released into patients blood. As a result, patient has been experiencing severe pain, discomfort, and inflammation in her left thigh and groin. She also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery. **update** (B)(4) 2012 - patients medical records were received from legal. Part/lot information was identified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
There is no new allegation.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.